Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report the patient received frequent loss of prime alarms on the pump for one week. On an unspecified date the patient obtained the blood glucose reading of 520 mg/dl, and experienced the symptoms of exhaustion and he felt unwell. The reporter was able to reprime the pump and give a correcting bolus dose of insulin to the patient via the pump, or via a syringe injection. He did not seek any medical attention. Troubleshooting revealed the pump did not give a loss of prime alarm when the patient was disconnected and performed an air bolus. There was no evidence the pump was not functioning appropriately. The issue was not resolved. As the patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after the pump issue occurred, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Date of event: not provided.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 12/13/2013 with the following results: force sensor calibration reading was not in specification, low pump passed flow test. Opened pump and removed from case. Removed force sensor from motor assembly. Force sensor resistance reading was out of specification,high black box showed loss of prime with low non-zero force. Performed pump rewind, load, and prime with no loss of prime. Pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of prime. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.